Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence. During a revision surgery, the physician confirmed that the recurrent incontinence was secondary to cuff site atrophy. Both cuffs were downsized and replaced, from 4.0 cm to 3.5 cm. There were no further patient complications.